Manufacturer narrative:
Please note that additional information was received indicating that this report was also reported under med watch report#1058196-2011-00301. Additionally, based on the request, this report (1058196-2011-00321) will be voided. No further reports will be submitted under this report #1058196-2011-00321.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the true fill syringe had deployment difficulty and the orbit complex fill coil had failure to detach. No information was provided about the target vessel and patient. During a coil embolization of the internal carotid internal carotid (ic), the dcs syringe ((B)(4)) could not detach the orbit complex fill 8x24 coil ((B)(4)) at green zone, and could not detach it at red (alternative) zone. The syringe was changed to another new product. The procedure was completed successfully with other product without any patient injury. After the operation, the coil was detached by over red (alternative) zone outside of patient body. Prior to the difficulty to detach, the syringe was taking past the green zone, position #3. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe. No leaks were noticed on any of the connections or damages on the hub of the coil delivery system. Other than the reported, no other damages were noticed on the devices. There was no reported injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15238231 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint with the information available and without the products available for analysis the complaints could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the devices and the events based on the limited information available.

Event description:
During a coil embolization of the internal carotid internal carotid (ic), the dcs syringe (635002) could not detach the orbit complex fill 8x24 coil (637cf0824) at green zone, and could not detach it at red (alternative) zone. The syringe was changed to another new product. The procedure was completed successfully with other product without any patient injury. After the operation, the coil was detached by over red (alternative) zone outside of patient body. Prior to the difficulty to detach, the syringe was taking past the green zone, position #3. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe. No leaks were noticed on any of the connections or damages on the hub of the coil delivery system. Other than the reported, no other damages were noticed on the devices. No information was provided about the target vessel and patient.